Event description:
Pt is a chronic hemodialysis pt. Two-three minutes after starting dialysis pt complained of fingers tingling and mouth tingling. Pt. Also complained of nausea. Treatment immediately stopped. No further interventions needed-pts condition good. Treatment resumed with new dialyzer and lines treatment resumed without further problems. Post incident blood sample drawn and spun for hemolysis: negative.